Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for eval.

Event description:
It was reported that during the cholecystectomy, scissoring at 2nd or 3rd firing. Another device was used to complete the case. No pt consequence. The product will not be returned.